Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps ¿fell off¿ of three (3) transfer sets. This was observed during set up for peritoneal dialysis therapy. The transfer sets remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.